Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer 2.2 failed and requires maintenance" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing and inspection process. According to the work order (wo) (B)(4), the fse replaced the pyxi-bus module controller board, the retractor band, and the drawer controller board. After rebooting the station, the drawer was detected with all cubies. Tested cubie drawer and all cubie pockets in hardware test application. All tested ok. During dchu visual inspection: p/n 353844-01: had signs of physical damage on copper strands. P/n 151630-01: shows signs fluid ingress. P/n 331392-01: no damage was observed. During dchu testing: p/n 353844-01: no laboratory testing was required since the issue was visually confirmed. P/n 151630-01: as the issue was visually confirmed no laboratory testing was required. P/n 331392-01: no damage was observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure "drawer 2.2 failed and requires maintenance" is attributed to the fluid ingress of the part p/n 151630-01 and by damage of the part p/n 151630- 01 which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 failed required maintenance. As per part investigation, it was determined that there were signs of fluid ingress. There were no adverse events or injuries reported based on this event.